Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. One (1) osseotite® 2 implant 3.75 x 10mm (xfos310) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the threads region. Device history record (DHR) review was completed for the subject lot number (2019010588). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019010588) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture : implant. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that the implant was removed due to fracture. The doctor confirms that the procedure was not completed with another implant.